Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additional report of calcification and lump nodule - ndr (lump nodule is not related to device).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.